Event description:
It was reported by the patient advocate that the spinal cord stimulation (scs) patient passed away. The cause of death is unknown but was not device related. No further information could be obtained.